Event description:
It was reported by the physician that the patient was getting an error code and no disk could be saved. The device checked out fine and was able to perform a normal clinic check. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.